Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
On (B)(6) 2015 information was received from a representative and a healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implanted pump system. On (B)(6) 2015 a dye study could not be completed because the hcp could not aspirate. Additional information was requested to determine the cause of the inability to aspirate, and what actions or interventions were taken to resolve the aspiration issue.